Manufacturer narrative:
D10: 300-62-02 - stemless hum comp integrip, cage, size 2: (B)(6). 310-60-53 - stemless hum head extra short, 53mm (beta): (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. Subsequently, the patient experienced pain and was found to have a displaced glenoid component, aseptic glenoid loosening, and polyethylene component dissociation. The pegs disassembled. A revision surgery has been recommended but has not yet been performed. The device remains implanted. No further information is available.